Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding microclave clear neutral connector where it was reported that "the microclave disconnects form the hubber needle when attached to a chemo infusion ball. The device was attached to port a cath needle and chemotherapy. Chemo was spilled." There was no patient harm.

Manufacturer narrative:
A couple of photos were shared by customer, where the item, lot information and the set is shown. However, no anomalies, no disconnections are observed. Complaint of disconnection / loose connection cannot be confirmed.